Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Post market vigilance (pmv) led an evaluation of one signia powered handle for a non-reportable condition. Visual inspection noted that there was co ntamination on the charging contacts. During the investigation a secondary condition of vented batteries was detected. This condition has a potential for patient harm. Visual inspection of the opened handle found the battery was vented, wet with electrolytic fluid. Root cause of the observed vented battery was determined to be due to a component degradation. The cell venting is an integrated design feature of the cell that produces a discharge of the electrolyte fluid and renders the battery cell nonfunctional and non-chargeable when battery cell life has been exceeded. Device battery management enhancements have been implemented to extend battery life and enhance battery health monitoring. The handle was removed from the charger but it did not initialize. The information stored directly on the battery integrated circuit was accessed. This showed that the cell over voltage (cov) bit was tripped, permanently disabling the battery. The handle was opened up and both battery cells were found to be vented. The data saved to the handle was evaluated and it was observed that the handle did not meet the criteria for the battery health algorithm to activate. Prior the battery cells venting, it was noted that while the handle was inserted into a charger, the battery voltage drained below operable levels over time. It was reported that the handle was not charged. The reported issue was confirmed. The most likely cause was to component failure. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that pre-operatively, the device was not holding a charge, indicated as fully charged but was non-functional when needed, and one handle no longer charged at all. On the day of the event, two handles appeared fully charged; however, when attempting to use the handle, it was found to be dead. There was no patient involved. Pli10: medtronic's initial evaluation of the incident device found that the handle was opened up and both battery cells were found to be vented.

Manufacturer narrative:
D10 concomitant products: sigphandle, sig power sigphandle handle, (lot # unknown) sigphandle, sig power sigphandle handle, (lot # unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.